Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened buttons dome switch. No button error alarm noted during testing. Insulin pump had cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after it may have been exposed to perspiration. Her blood glucose level was 558 mg/dl, which she stated she would treat with manual injection. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.